Manufacturer narrative:
The pump powered up properly after the battery installation and passed the self test. There was no software error alarm noted. The user settings were cleared and the pump was programmed with the current time and date. The pump was monitored for five days and no unexpected check software error alarm occurred. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he had a software error alarm on the insulin pump. Customer stated that the alarm did not occur while he was trying to change the settings or during priming. Customer's most recent blood glucose was 136 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.